Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, a biopsy was taken from the duodenum and the patient's blood pressure dropped from an unknown cause. The procedure was completed with this device with no device issues reported and the patient was discharged. On (B)(6) 2013, seven days after the procedure, the patient presented to the emergency room with unknown symptoms. The patient was transferred to the endoscopy unit where a duodenal bleed was flushed with adrenaline and closed with resolution clips to stop the bleed. The patient was discharged on the same day, (B)(6) 2013. There were no patient complications reported as a result of this event. The patient's condition upon discharge was reported to be ¿well¿.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.